Manufacturer narrative:
A review of the technical service onsite history for the device showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A vertical gas breakthrough (vgb) is known to appear in thin cut flaps more often when compared to thick flaps. Fluid and corneal lacrimation can build a fluid layer, which additionally reduces the flap thickness. No technical root cause was identified as the product was found to be within specifications.the root cause cannot be determined conclusively. Contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape, and corneal scarring. A sterile infiltrate or a earlier keratitis might have lead to a bowman dystrophy weakening in the bowman membrane and therefore vgb is more likely in this corneas. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A laser technician reported during a lasik flap procedure it was indicated a possible vertical gas breakthrough occurred on a patients right eye. Reporter indicated the surgeon elected to deepen cuts and increase the energy to finish the procedure. Additional information has been requested.